Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had abnormal impedance measurements of between less than 200 ohms to 500 ohms. Loss of capture, exit block and a high pacing threshold of 7 volts at 2 milliseconds were noted. Testing was performed and severe noise on rv channel was noted leading to oversensing. This observation coincides with the stored several ventricular tachycardia and ventricular fibrillation episodes. Some of these had inappropriate delivery of anti-tachycardia pacing (atp) but with normal rhythm. The patient was hospitalized. However, the rv lead revision was not yet set since the patient was on medication. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed with tachycardia therapy off because rv pacing seemed to work sometimes. In addition, the bi-ventricular pacing was left activated in vvir mode due to chronic atrial fibrillation. A disk analysis was submitted. Additional information received. The field representative confirmed that there was no indication that the patient had asystole. In addition, the patient was receiving bi-ventricular pacing therapy and always also had left ventricular (lv) lead stimulation which kept the brady therapy working. During the revision, there was no evidence that the lead had contamination or was damaged. The lead was not explanted. No adverse patient effects were reported. The lead remains in service.